Event description:
Priviledged and confidential: reportedly, two pts (75 year old male, weight unreported and 83 year old female, weight unreported) cultured positive for ralstonia pickettii. One pt was cultured 10 hours after being receiving humidification therapy with a vapor phase humidifier fitted with a new 009000 transfer chamber. The second pt was cultured less than 24 hours after receiving humidification therapy with a vapor phase humidifier fitted with a new 009000 transfer chamber. Neither pt was trached. Specimens were obtained through the endotracheal tubes. Neither pt was cultured before receiving humidification therapy. The bacteria had no effect on either pt. Hosp endotracheal suctioning protocol does not include pre-suctioning instillation of sterile saline; however, in this instance, half-normal saline was used to obtain the specimen. The manager of pulmonary care stated that the source of the bacteria had been traced back to the hospital's distilled water supply. The hosp did not culture the breathing circuit, et tube, irrigating solution (half normal saline solution), IV solution or the gas outlet port or exhalation valve on the ventilator. The 83 year old female pt expired from septicemia from a ruptured growth in the bowel. The male pt has been discharged. 12/11/1998 a new ventilator/humidification therapy pt, cultured negative on a specimen taken 12/8/1998.

Event description:
Reportedly, two pts (75 year old male, weight unreported and 83 year old femmale, weight unreported) cultured positive for ralstonia pickettii. One pt was cultured 10 hours after being receiving humidification therapy with a vapor phase humidifier fitted with a new 009000 transfer chamber. The second pt was cultured less than 24 hours after receiving humidification therapy with a vapor phase humidifier fitted with a new 009000 transfer chamber. Neither pt was trached. Specimens were obtained through the endotracheal tubes. Neither pt was cultured before receiving humidification therapy. The bacteria had no effect on either pt. Hospital endotracheal suctioning protocol does not include pre-suctioning instillation of sterile saline; however, in this instance, half-normal saline was used to obtain the specimen. The manager of pulmonary care stated that the source of the bacteria had been traced back to the hospital's distilled water supply. The hosp did not culture the breathing circuit, et tube, irrigating solution (half normal saline solution), intravenous solution or the gas outlet port or exhalation valve on the ventilator. The 83 year old female pt expired from septicemia from a ruptured growth in the bowel. The male pt has been discharged. 12/11/1998 a new ventilator/humidification therapy pt, cultured negative on a specimen taken 12/8/1998.